Event description:
As reported from an affiliate, a 2.25 x 28mm cypher select plus stent was delivered to the lesion of an unk vessel, but the balloon could not inflated due to a crack in the hub. Contrast from the hub when they attempted to inflate the balloon deploy the stent. A strong elastoplast type dressing was applied to the hub to seal the crack, but they were still unable to deploy the stent. The stent delivery system was removed and replaced with another stent delivery system to complete the procedure. There was no reported pt injury. Additional info will be submitted within 30 days of receipt.